Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that an ophthalmic system was unable to turn on for a scheduled vitrectomy procedure. Two cases were cancelled; one patient was transferred to another hospital, and the other patient¿s procedure was postponed. There was no patient harm. This report pertains to the first patient.